Event description:
It was reported that the patient presented on (B)(6) 2016 with an abdominal aortic aneurysm (pre-implant CT diameter 54 mm) that was treated with the implantation of gore® excluder® aaa endoprostheses. After an initial decrease of the aneurysm diameter (ultrasound 49 mm) in 2017, minor aneurysm growth was visible on (B)(6) 2018 (ultrasound 52 mm). On (B)(6) 2021, a type ii endoleak originating from lumbar arteries was identified that contributed to additional significant aneurysm growth (ultrasound diameter 66 mm). On (B)(6) 2021, the endoleak was successfully treated with embolization of the lumbar arteries. The patient tolerated the procedure.

Manufacturer narrative:
Device remains implanted in patient and is unavailable for evaluation. Per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. A review of the manufacturing records for the device verified that the lot met all prerelease specifications

Manufacturer narrative:
H3: device remains implanted in patient and is unavailable for evaluation. H6: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. A review of the manufacturing records for the device verified that the lot met all prerelease specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.